Manufacturer narrative:
This product is not marketed in the us. (B)(4). No similar complaints were reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated that on (B)(6) 2021 a 12.6mm, vticmo_12.6, -13.0/1.5/071, implantable collamer lens tore/ broke during injection/ delivery into the eye. The lens was later removed. It was reported that there was no patient injury. On (B)(6) 2021 a replacement lens was implanted and the problem resolved. Cause of event was unknown.